Event description:
Information received indicates the casters do not hold and continue to swivel when in brake.

Manufacturer narrative:
The technician replaced the brake and brake/steer casters to repair the bed.